Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced loss of sound due to electrode migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The internal visual inspection revealed damage to the analog chip. This device was explanted for medical reasons. However, the device was failing in-house testing while no complaints were reported in the field. It is believed that the cautery method used during the explant surgery led to an overload voltage, damaging structures on the electrode ground ring node inside the analog chip integrated circuit. This is what caused several test failures which were observed during the analysis. This is the final report.